Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine 1 mg/ml at 0.8 mg/day via an implanted pump for pancreatitis and non-malignant pain. The event/difficulty occurred on (B)(6) 2018 and the patient experienced increased pain due to the spinal catheter falling out of the intrathecal space. The pump segment was left implanted and a new spinal segment was added at the partial explant on (B)(6) 2017. The customer discarded the old spinal segment. Any environmental/external/patient factors that may have led or contributed to the issue was reported as ¿n/a.¿ diagnostics/troubleshooting performed included ¿flouro images.¿ it was noted the spinal segment that fell out of the intrathecal space was removed along with the anchor. A new anchor and spinal segment were implanted and connected to the old remaining pump segment. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight and medical history were ¿asked, but unknown.¿ no further complications were reported/anticipated or expected.